Event description:
On (B)(6) 2017, patient underwent total knee joint replacement using attune knee system due to bone on bone arthritis in both knees. After 4 and a half years, patient was experiencing severe and persistent pain, discomfort, swelling, instability and difficulty ambulating. Patient underwent revision on (B)(6) 2023. During surgery, it was observed that the tibial base came free from the tibia with little or no force, cement also did not bond or adhere to the tibial base. Doi: (B)(6) 2017; dor: (B)(6) 2023; right knee. Patient is bilateral, please see (B)(4) for the left knee.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer h6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot; the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records were received: update ad 15 feb2024: updated event description: on (B)(6) 2017, the patient had bilateral knee arthroplasty to address bilateral knee osteoarthritis. Depuy components were placed in both knees. On (B)(6) 2023, the patient had a revision right total knee to address aseptic loosening of the tibial component. The indications for surgery noted that the patient began having pain. During the procedure, the surgeon observed some bony overgrowth from the posterior lateral corner. There was no cement attached to the bottom of the tibial tray. The femoral component and insert were removed with no allegation of deficiency. The patella was noted to be well fixed and was retained. The component that were removed were depuy components.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated on 23-apr-2024. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received. On (B)(6) 2017, the patient had bilateral knee arthroplasty to address bilateral knee osteoarthritis. Depuy components were placed in both knees. On (B)(6) 2023, the patient had a revision right total knee to address the aseptic loosening of the tibial component. Components implanted during the revision on (B)(6) 2023 were depuy products including depuy cement x3. Updated event description: on (B)(6) 2017, the patient underwent total knee joint replacement using the attune knee system due to bone-on-bone arthritis in both knees. After 4 and a half years, the patient was experiencing severe and persistent pain, discomfort, swelling, instability, and difficulty ambulating. The patient underwent revision on (B)(6) 2023, to address the aseptic loosening of the tibial component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D1, d2, d3, d4 and g1.